Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/03/2025, it was reported by a sales representative via phone that an ar-8927dsc disposables kit drill bit was contacting the guide and creating debris. The drill bit was stuck to the guide. This occurred during use in a case with no patient effect. All fragments removed. The delay to case was 2 minutes. Case was completed using another kit of same part number.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to prying/leveraging the device during use.